Manufacturer narrative:
The lead was capped and replaced (without incident), therefore, it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. No adverse patient effects were reported. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
On (B)(6) 2013, the customer reported that this right atrial (ra) lead historically had low but stable pacing impedance and threshold measurements. There was no noise observed. During a routine device replacement procedure, the pacing impedances were less than 200 ohms and high thresholds were observed when connected to the replacement device. The lead was capped and replaced without incident. No adverse patient effects were reported. The lead was actively implanted for approximately 14 years, 8 months.